Event description:
A surgeon reports that after cataract surgery and intraocular lens (iol) implant, a patient states he sees pie shaped reflections from light. Current visual acuity is 20/20. The iol remains implanted.